Event description:
Leaking out of the port connection at the time of initial surgery. The port was replaced with a back up device." Follow up findings with the surgeon reported as "a leak was observed up at the port housing and the taper, it was loose. The event was osberved when methylene blue was used to flush the system once connected. A back up device was opened and the case was successfully completed."

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the serial number provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Inamed has not received the product at this time. Therefore no analysis or testing has been done.